Event description:
It was reported to philips by a field service engineer that the device failed the electrical safety test. There was no patient involvement nor patient harm. This event was reported to have occurred during device testing. There was no delay to therapy.

Manufacturer narrative:
Philips field service engineer (fse) confirmed the reported issue. When the lcd cable was released during a previous service call, the grounding stud broke off, and the damaged cable caused the electrical safety test to fail. Following the evaluation of the device, the fse replaced the lcd cable to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.